Manufacturer narrative:
Results: the returned jet7 was kinked approximately 15.0 cm and 16.0 cm from the hub. The device was fractured at approximately 110.0 cm from the hub. The catheter was stretched approximately 100.0 cm ¿ 110.0 cm from the hub. The distal portion of the fractured jet7 was compressed approximately 8.0 cm from the distal tip and stuck inside the returned neuron max. Conclusions: evaluation of the returned jet7 revealed stretching and a fracture. If the jet7 is forcefully advanced against resistance during advancing into the neuron max, the jet7 may become damaged and stuck inside the neuron max. Subsequently, retracting the damaged jet7 against resistance may result in the device stretching and fracture. The resistance was likely caused by the kink which was observed on the mid-shaft of the neuron max. The distal portion of the fractured jet7 was stuck inside the neuron max and could not be removed. Further investigation revealed kinks on the jet7. These kinks were likely incidental to the complaint. Evaluation of the returned neuron max revealed a kink on its mid-shaft and a kink on its distal shaft. If the device is mishandled during used, damage such as these may occur. It was reported the returned neuron max was used to finish the procedure. Based on the returned condition, the returned neuron max would have been unable to complete the procedure due to the jet7 being stuck within its lumen. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00671.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the jet7 through the neuron max, the jet7 became stuck; therefore, it was removed. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.